Event description:
It was reported that on (B)(6) 2011, the patient obtained blood glucose readings "in the 400's mg/dl" and he experienced the symptom of headache and was positive for ketones. At that time, the patient was also ill with strep throat infection and croup. The patient did not seek any medical attention or treatment. Troubleshooting revealed the pump programming, all settings, date/time and basal settings were all correct, there were no issues found with the infusion set or infusion site and all total basal/bolus doses given correctly matched those programmed. It was also determined the cartridge was replaced after three to four days, not every two to three days as recommended by the manufacturer. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by using the insulin cartridges longer than recommended. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.